Event description:
The culture sponge at the end of the tube got stuck on the end of the swab. Same incident occurred in 11/94 wherein a 3-yr old pt getting a routine throat culture continued to gag well after the swab was removed.